Event description:
Additional information received reported the cause of the event was not determined, however the patient is doing fine.

Manufacturer narrative:
Note: correction was required due to this event originally being reported for an event pertaining to a known patient (refer to manufacturer report #6000153-2015-00076) instead of an unknown patient. This event was the same as the related event captured in the mentioned report but with an unknown patient with unknown devices.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that during surgery a paddle lead was being placed into the cervical area. After multiple attempts to place and re-place the lead the surgeon pulled the lead back and noticed an electrode was shearing off. The rep. Thought that perhaps the physician was taking too steep of an angle when trying to place the lead. No diagnostic testing or troubleshooting was performed or required. A different lead was used. The surgeon had no complaints. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury and doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 97754, serial# (B)(4), product type: recharger; product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.